Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer run auto test, displacement motor test and fill cannula tests were successfully. Customer also reported that insulin pump was smelling of insulin. The reservoir will not be returned for analysis.